Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 390 mg/dl. During troubleshooting with tandem's technical support, the customer reported that there were air gaps in the tubing and that the luer lock connection was loose. Reportedly, the customer primed the tubing to remove the air.